Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site and at the clik anchor site. The ipg is suspected to be superficial and the patient has difficulty charging.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site and at the click anchor site. The ipg is suspected to be superficial and the patient has difficulty charging.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure during which the physician positioned the click anchors deeper into the patient's back and repositioned the ipg deeper in the pocket. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 15067690, description: next generation anchor kit, sterile.